Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 155 mg/dl at the time of incident. Customer was assisted in troubleshooting. While insulin was exiting the pump, the no delivery alarm was still activated. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm. Pump received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.